Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed a u-02 error on the erbe generator. The customer performed multiple power cycles, but the error persisted. The customer tried swapping out the energy cables with no success. The technical support engineer (tse) was unable to review the logs since the system was not connected to the onsite network. The customer would use another vision side cart (vsc) located in another room; however, the surgeon decided to convert to laparoscopic surgery and would use the da vinci system for the following cases. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator to obtain additional information. The procedure was converted to laparoscopic surgery because of the generator issue. It would take time for the biomed to bring the backup generator from another room and set it up. The surgeon decided to do the last 15 minutes of the procedure laparoscopically to avoid delay. The port size was not increased, and additional ports were not added. There was no injury or harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed on the in-house system and found to trigger the u-02 error in normal mode. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.